Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined by the technical support specialist that the issue was caused by a bloated database. The technical support specialist advised the customer to perform a hard reboot to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the wc-pacu pyxis medstation system, all admitted patients at the walnut creek clinic were not appearing instead, the only "patients" showing were either discharged entries or temporary patient entries. The customer reported that this issue did not directly affect patient care, but it considerably slows down their workflow and preparation time, which has the potential to impact patient care. The customer stated that all users of bcho-wcpacu experienced the same issue, and nurses created temporary profiles to troubleshoot. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the wc-pacu pyxis medstation system, all admitted patients at the walnut creek clinic were not appearing instead, the only "patients" showing were either discharged entries or temporary patient entries. The customer reported that this issue did not directly affect patient care, but it considerably slows down their workflow and preparation time, which has the potential to impact patient care. The customer stated that all users of bcho-wcpacu experienced the same issue, and nurses created temporary profiles to troubleshoot. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Section h6 update: codes for investigation findings and conclusions updated to reflect the resolution of the complaint investigation. Section h11 update : upon investigation of the actual device used in the incident it was determined that the device not populated the patient list due to software malfunction. A technical support specialist dialed into the station, found that database bloated and advised customer to perform hard reboot to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.